Event description:
It was initially reported in (B)(6) 2009 that the patient¿s pump had been alarming for 10-11 days, and that the last refill had been (B)(6) 2008. The patient had a return of symptoms at that time of pain, moodiness and symptoms of withdrawal. The pump device was used to deliver baclofen, bupivicaine, clonidine and fentanyl. It was later reported on (B)(6) 2013, that the 1st health care provider (hcp) that was filling the patient¿s pump, let the pump run out in (B)(6) 2009 because the hcp wanted the patient to use his pharmacy, and the patient subsequently had a heart attack. No additional information was provided. Additional information has been requested, but was not available as of the date of this report. The pump device was used to deliver fentanyl and droperidol at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8832, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).